Event description:
It was reported that during cleaning and sterilization in central processing it was noted that the fenestrated bipolar forceps had a loose wire.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the damaged instrument component was a broke pitch cable. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.